Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch additional information received: customer advised that was determined after the procedure that an ecr45b reload (lot/batch unknown) was loaded on the ec60a device by mistake. Ecr45b ¿ lot/batch # unknown. The surgeon and or staff decided that because the wrong reload was used, this was not a failure with the product but rather a user error and therefore the device was not saved for analysis. However, the customer was concerned that the 45 mm reload fit on the ec60a device and that the cartridges were not clearly distinguishable from one another once removed from packaging. The overhead lights of the or were dim since the case was laparoscopic and the 45 mm and 60 mm cartridges were difficult to tell apart. All devices were disposed of after the procedure. The customer confirmed that the ec60a device was cut off the gastric tissue using 45 millimeter endocutter, resulting in a slightly different placement of the cut line than originally intended, but ¿not a major change¿ and without causing injury to the patient. The procedure remained laparoscopic and the issue increased the length of procedure by more than thirty minutes but less than sixty minutes.

Event description:
It was reported that during a lap. Nissen fundoplication, the device was stuck on stomach tissue. Caller unable to report how many times device trigger had been squeezed or number on the device. Instructions were given regarding manipulation of product handles and operation of manual release button. All efforts to release device from tissue unsuccessful. Caller stated physician was cutting device from tissue. A ec45a was opened and is currently being used to cut around and remove the ec60a from stomach tissue.